Event description:
Pt started treatment on (B)(6) 2010. On (B)(6) 2010, the pt reported redness and spots on the outside of her lips and under her nose, all around her mouth. Pt went to a dermatologist, and was diagnosed with malign melanoma, but continued using the aligners. The dermatologist prescribed antibiotics. On (B)(6) 2011, the pt stopped using the aligners.